Manufacturer narrative:
The results of the investigation are inconclusive as the reported screw was not received for evaluation. Manufacturing and inspection records could not be reviewed as batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during a scaphoid surgery, two at3 mini stick fit drivers broke during implantation of other devices. It was reported the surgery was completed without further incident and did not affect the surgical outcome. It was reported there was no signigicant delay in the surgery. This report is related to report numbers 3025141-2023-00622, 3025141-2023-00623, and 3025141-2023-00624 for the other devices involved in this event.